Event description:
It was reported that there was an attempt to lengthen a distal femoral growing prosthesis. The screwdriver broke during surgery. Cause surgery to be incomplete and be rescheduled.

Manufacturer narrative:
Evaluation summary: review of the device history records revealed no discrepancies. The instrument returned was documented as faultless prior to distribution. The instrument broke in a forced brittle fracture due to overload. According to the event description the instrument was used for the extension of a distal femoral growing prosthesis (further details were not available). For stryker kiel hmrs the extension of the prosthesis performed in 4 steps: ¿ unlock ¿ screwdriver cat# 0283-5000 (af 2mmm) to be turned anti-clockwise ¿ extension ¿ screwdriver cat# 1123-0002 (af 3,5mm) to be turned anti-clockwise ¿ lock - screwdriver cat# 0283-5000 (af 2mmm) to be turned clockwise ¿ control ¿ screwdriver cat# 1123-0002 (af 3,5mm) to be placed and held in position during check of the locking function. The returned and broken screwdriver bit cat# 18060292 is not intended to be used for the extension of a hmrs growing prosthesis. Thus the reported event is regarded to be non-intended use.

Event description:
It was reported that there was an attempt to lengthen a distal femoral growing prosthesis. The screwdriver broke during surgery. Cause surgery to be incomplete and be rescheduled.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.